Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before using the equipment, the cs100 intra-aortic balloon pump (iabp) unit anti-pressure indicator light did not light up. The backlash pressure indicator light on the keyboard was not on, and the backlash pressure could not be observed from the keyboard. No harm was caused to the patient.

Manufacturer narrative:
Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a